Manufacturer narrative:
Technician found that the head hi-lo was drifting down. There was no alleged injuries reported in regards to that issue. Repair not complete at this time.

Event description:
Complaint alleged that the head hi-lo was drifting down.